Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
During a surgical procedure involving item dwd194, the driver tip dwd167 broke off inside the head of a locking screw. A new dwd194 was opened and used, with a total of 3 dwd167 tips used to complete the surgery. The surgeon opened a new dwd167 to remove the initial sphere and another to re-implant the replacement sphere. The incident occurred during primary surgery, and there was no excessive force or hard bone encountered.

Manufacturer narrative:
Corrections: h6 clinical signs code, health impact code, d4 lot # and serial #:. The reported event was confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the device broke at the hexagonal tip level. A visual microscopic inspection showed that the device rupture corresponded to a ductile fracture caused by a torsional torque (twisted tip), indicating that the device was subjected to high force during use (final central screw tightening step). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. It states that: "it is mandatory that the glenoid sphere is screwed manually", "single use devices cannot be reused", "instruments should be examined for wear or damage prior to surgery". No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by application of a high torsional overload that contributed to the reported event. If any further information is provided, the complaint report will be updated.

Event description:
During a surgical procedure involving item dwd194, the driver tip dwd167 broke off inside the head of a locking screw. A new dwd194 was opened and used, with a total of 3 dwd167 tips used to complete the surgery. The surgeon opened a new dwd167 to remove the initial sphere and another to re-implant the replacement sphere. The incident occurred during primary surgery, and there was no excessive force or hard bone encountered.